Manufacturer narrative:
No data analysis was performed since customer used strips that expired on 06/30/2011. No product is expected to be returned. No further investigation required. (B)(4). No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Patient's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, doctor prescribed a lovenox shot to the patient. Patient used strips that expired in (B)(6) 2011.